Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 86 mg/dl. The customer also mentioned other blood glucose values such as 90 mg/dl, 187 mg/dl, 125 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 67 mg/dl. Suspend on low limit in sensor settings was 75 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was reported that they received change sensor, calibration not accepted, sensor was updating. The sensor will be returned for analysis.